Event description:
During a slap repair one anchor broke and another bent. The surgeon expressed the thought that bone fragments from the spade drill tip remained in the site, impairing the progression of the anchors. The broken and bent anchors were removed. The surgery was completed with two additional bioraptor anchors. The surgeon removed the anchors with a grasper, which caused a five-minute delay. No patient injury or complications were noted.

Manufacturer narrative:
No product is being returned for evaluation therefore, no determination could be made for the reported device failure.